Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing and high impedance. The rv lead was extracted and replaced. During the extraction the right atrial (ra) lead was inadvertently dislodged and then removed entirely and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received,a supplemental report will be submitted. Evaluation: (B)(4) the full lead was returned in segments. Analysis revealed that the distal conductor was fractured. It was noted that all conductors were distorted, blood present on all conductors, the outer insulation was breached cut and had a cosmetic depression, blood in the helix mechanism, tissue was present on helix, and the lead was stretched. Performance data collected from the device and have analyzed the data. Impedance high impedance 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace=544 to 1728 ohms peak between (B)(6) 2011 and (B)(6) 2011. Sensing-interference/noise ventricular short interval count v-sic=1627.3 counts avg/day, in 23.85 days between (B)(6) 11 10:44:25 and (B)(6) 2011 07:11:58. (B)(4) the full lead was returned in segments and analysis indicated that there is intermittency between the pin and cap on the is-1 connector. Also, the distal conductor, proximal conductor and several conductors were distorted, blood/body fluid on all conductors (not obstructed), blood/body fluid on the defibrillation conductor, the distal conductor fractured due to overstress, conductor wear on the proximal conductor, outer tubing overlay was melted, had cosmetic environmental stress cracking, inner insulation and outer tubing was torn, the outer insulation was breached cut and had a cosmetic depression, blood in helix mechanism, and the lead was stretched. Visual analysis could not determine how the blood entered the svc leg.